Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was replicated. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor problem. The dso sensor was replaced. Device passed all testing criteria post repair. The probable cause of the reported cassette not attached error occurred.